Event description:
It was reported that during arthroscopic rotator cuff repair procedure using a firstpass suture passer, the needle would not fire properly. The needle was replaced, but the device still would not fire properly. The procedure was ultimately completed by using a competitive device. There were no delays or patient complications reported as a result of this event.